Manufacturer narrative:
Section d3, g1, g2: corrected data. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event could not be confirmed and a root cause could not conclusively be determined through this evaluation. It was reported that the cmag console battery would not hold a charge. The unit was swapped out for another one. Additional information was requested, but not provided. The centrimag console has not been returned to date. The centrimag system operating manual states that "the 2nd generation centrimag primary console is designed for operation on ac power; however, it also contains an internal rechargeable battery and charger. If a power failure causes loss of ac power or patient transport is necessary, a new fully charged internal battery will operate the console for approximately 120 minutes at 5.5 lpm and 3,500 rpm¿. It also states ¿the battery maintenance procedure needs to be performed every 6 months¿. It also contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s date of birth and/or age were requested, but were not provided. The patient¿s gender was requested, but was not provided. The patient¿s weight was requested, but was not provided. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the battery in the console would not hold a charge. Additional information was requested, but was not provided.